Event description:
It was reported that the central station did not alarm, although pt suffered from a low heart rate. Device and central station were tested by draeger on (B)(6). All alarms were transmitted properly; no functional restrictions could be found. It was further reported that after standing up and falling down, the pt was successfully revived. (B)(4).

Manufacturer narrative:
Draeger reviewed the incident information, electronic diagnostic logs, and screen shots that accompanied the original notification. After reviewing the logs, it was determined that based on the date and time of the reported event ((B)(4), 2012 at 17:46:53), this incident involved (B)(4) as stated on the original complaint form. Draeger determined that the cited infinity m300 and the corresponding infinity central station did alarm to alert the user. This is clearly defined in the ics and the m300 logs. It was reported that the cited m300 logs. It was reported that the cites m300 was blinking when removed from the charger which indicates that there are no issues with charging the device. Draeger did not see any indication that there is a device failure or that the investigation would be aided by returning the cited infinity m300. No actions are planned by draeger at this time. Draeger will continue to monitor for similar reports of this issue.